Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021). Device pending return.

Event description:
It was reported that approximately three months post port placement, the patient allegedly experienced pain during infusion of saline. The patient current status was unknown.

Event description:
It was reported that approximately three months post port placement, the patient allegedly experienced pain during infusion of saline. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one power port clear vue isp attached to a catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported pain during infusion as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.